Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and ten months following the implant of this transcatheter bioprosthetic valve, a non-medtronic valve was implanted valve-in-valve due to aortic stenosis caused by calcium buildup on the non-coronary cusp of the initial valve. It was reported that a deeper implant and the patient¿s existing medical issues at time of initial implant likely led to valve failure. No further adverse patient effects were reported.